Manufacturer narrative:
This report contains corrections to fields d4: model number and catalog number.

Event description:
It was reported that this electrode was explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received the patient with this electrode was inappropriately shocked multiple times. This electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received the patient with this electrode was inappropriately shocked multiple times. This electrode was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received the patient with this electrode was inappropriately shocked multiple times. This electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this electrode was explanted due to unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains corrections to fields d4: model number and d4: catalog number section d: suspect medical device. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this electrode was explanted due to unknown reasons. No additional adverse patient effects were reported. Additional information was received the patient with this electrode was inappropriately shocked multiple times. This electrode was explanted. No additional adverse patient effects were reported.